Event description:
Same case as MFR# 2134265-2012-04145. It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The severely stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician advanced a 20mmx2.50mm apex monorail balloon to pre-dilate the lesion. The 20mmx2.50mm apex monorail balloon was inflated to around 4atms and ruptured on the first inflation. The device was removed intact. The physician then advanced another 20mmx2.50mm apex monorail balloon to dilate the lesion. The 20mmx2.50mm apex monorail balloon was inflated to around 4atms and ruptured on the first inflation. The device was removed intact. The procedure was completed with an unspecified nc quantum balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4 mm proximally from the edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).